Event description:
The customer reported, the probe leaked approximately one (1) milliliter of blood fluid onto the counter during system backwash involving coulter hmx hematology analyzer with autoloader. The customer was advised to use proper personal protective equipment (ppe), prior to troubleshooting and had on gloves, a laboratory coat, and face protection. The customer stated the probe continued to leak after troubleshooting was performed. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management protocol in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse), determined the fluid leak was due to probe alignment. The fse realigned the probe wipe rinse block to the blood sampling valve (bsv) probe to resolve the issue. The fse performed multiple samples in secondary mode without system errors. The fse cleaned the sampling area and performed mode-to-mode calibration. The fse adjusted white blood cell (wbc) secondary mode calibration. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).